Manufacturer narrative:
One pressure wire certus was returned for analysis. The male connector had been kinked, fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. The guidewire corewire had been fractured and detached at the transitional area between the hydrophilic coated distal tube and the coated proximal tube (shaft). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the hydrophilic coated distal tube/shaft fracture remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the device.